Event description:
It was reported that the ventilator had a burning smell after suddenly making an abnormal noise during use. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The investigation is ongoing.

Manufacturer narrative:
H10: it was reported that there was no patient involvement at the time the issue was discovered. The field service engineer (fse) arrived onsite and opened the device for operation. The fse heard obvious noise but did not smell a burning odor. Because the device passed warranty period, the fse initially judged that the turbine was faulty. The customer did not approve the repair. Since the fse was not able to evaluate nor repair the device, it could not be determined if the device failed to meet specifications. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.